Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on november 04, 2024. Medtronic received notice of a device/product legal hold notification and the reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and ER/ems visit only. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). All related reports will be updated accordingly when and if the affected serial number was identified. The event involved product(s) mmt-332a, mmt-1715k, mmt-1715k, unomedical. Troubleshooting was not performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event, and it was unknown whether the smartguard/auto mode of the insulin pump was used or not. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1715k. No product return is required for mmt-1715k. No product return is required for unomedical.